Manufacturer narrative:
The device was used for treatment. The complaint is reportable as a MDR due to the medical intervention of the increase in noradrenaline that was provided to patient. No trend was detected for the serial number reported in this complaint. Trends were reviewed for complaint categories, delivery failure, high no - condition and hypotension. No trends were detected for these complaint categories. At the time of this report, the analysis and investigation of the device is still in progress. A final report will be submitted once the investigation is complete. Adverse event term: low blood pressure / hypotension (B)(4), (B)(6) 2026.

Event description:
On 20-jan-2026 keenova was notified by the distributor of an incident that occurred on (B)(6) 2026. The distributor reported an incident with inomax dsir serial number (B)(6). The customer reported the device alarmed delivery failure when the device was being used to provide inhaled nitric oxide (no) therapy to a patient. The distributor provided further details regarding the incident on (B)(6) 2026. The inomax dsir was being used in conjunction with the servo n ventilator and the customer reported the delivery failure alarm occurred twice when switched from hfo mode to vaci mode. The customer reported the patient was receiving inhaled nitric oxide (no) therapy with a dose set at 20ppm and measured no at 36ppm. The customer reported the inomax dsir was turned off and restarted, then utilized the inomax dsir inoblender to manually ventilate the patient to resume no therapy. The customer reported the patient experienced a decrease in blood pressure at the time of the incident, and the physician provided an increase in noradrenaline to the patient. The customer reported the patient's decrease in blood pressure recovered during the short time of the incident. The inomax dsir device is being returned to the distributor's service center for investigation.

Manufacturer narrative:
Review of the device service history for inomax dsir serial number (B)(6) shows the last complaint reported by the distributor prior to the incident occurred on (B)(6) 2024. The distributor is responsible for all the service and preventive maintenance for this device. The distributor manages the device's service history data. The distributor provided the device maintenance history for inomax dsir serial number (B)(6) that was completed on 11-aug-2025 prior to the incident. The device maintenance history shows the inomax dsir passed full functional testing at the distributor's service center and the device operated according to specification. The distributor provided the device's service log for review following return of the inomax dsir to the distributor's service center on 06-feb-2026. The device's service log shows the device booted up on (B)(6) 2026 and therapy was initiated without completing a pre-use checkout procedure. The pre-use checkout is designed to verify device functionality prior to connecting a patient to administer inomax as instructed within the inomax dsir operation manual. The customer reported that a delivery failure alarm occurred when they transitioned the servo n ventilator from hfo mode to vaci mode. The delivery setpoint was set to 19 ppm per the device's service log. The calculated delivery was 68ppm when a delivery failure alarm occurred. The device's service log showed approximately 30 seconds after the set dose was changed 19 ppm, the delivery failure occurred due to an overdelivery of inomax. The device is designed to prompt a delivery failure alarm when the calculated delivery is greater than 100ppm; or when calculated delivery is greater than 2 times the delivery setpoint, and calculated delivery is greater than delivery setpoint +10ppm. Therefore, when the delivery setpoint was set to 19ppm, and the device's calculated inomax delivery was 68ppm, the device entered a delivery failure alarm state to prevent overdelivery of inomax. Additional review of the device's service log indicates that the operator had cycled the device's power after the delivery failure alarm and continued to deliver inomax therapy utilizing the inomax dsir inoblender. The intended use for the inoblender is as a backup to a primary inomax delivery system; or for short term attended use when a primary delivery device cannot practicably be used. According to the inomax dsir operation manual, the operator should remove the inomax dsir from service immediately and obtain a new device when a delivery failure alarm is experienced. The device was returned to the distributor's service center for investigation on 06-feb-2026. Testing of the returned device was unable to reproduce the reported delivery failure alarm. A potential cause of a delivery failure alarm due to overdelivery is an issue with the device's proportional valve; however, this could not be verified due to the device functioning as expected during testing at the distributor's service center. As a precaution, the distributor's service center replaced the device's proportional valve. The device passed a full system checklist and operated according to specifications. The reported delivery failure alarm was not reproducible, and a definitive root cause could not be identified. The root cause for the patients hypotension could not be determined based on the information provided. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. Adverse event term: hypotension: (B)(4).